Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a fitmore(tm), hip stem, uncemented, offset b (extended)/1, taper 12/14 on (B)(6) 2016. The patient was told after she woke from her surgery that the surgeon implanted a "large" implant and it did not fit, so he tried to implant a "small" implant and it was too small. So the surgeon implanted the "large" implant again, but in order to not have leg length discrepancy the surgeon had to jam the implant into her bone. This resulted in a fracture to the patient's femur. At the time of this report it is unknown if the fracture happened during or after surgery.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that the patient is complaining about the performed surgery. The patient was told after the surgery that the surgeon initially implanted a large implant which did not fit and tried a small implant which was too small. Finally, the surgeon implanted again the large implant in order to not have leg length discrepancy. The surgeon had to jam the implant into her bone. This resulted in a fracture to the patient¿s femur. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the surgical technique describes that the stem system comprises (B)(4) sizes, consisting of (B)(4) stem families (B)(4)), in order to cover different morphologies. In the surgery the surgeon used a stem from the family b (ext. Offset). For this family there are (B)(4)different stem sizes available ((B)(4)). Furthermore, the preoperative planning is also described in that surgical technique. The primary objectives of preoperative planning are: determine preoperative leg length, determine acetabular component size and position, choose the family of the fitmore stem that will best restore offset and match the medial contour and determine the size, the position and fit of the stem. The preoperative planning determines the correct position and size of the acetabular and femoral component. The correct positioning of the acetabular and femoral components is required in order to ensure optimal component fixation and restore hip biomechanics. The surgeon or operation staff are responsible for the preoperative planning. Root cause analysis using dfmea: damage of bone due to high load due to insertion or revision / explantation. => possible: the event detail describes that the user did apply high forces to implant the device. The user had to jam the implant into her bone. Injury of or staff or surgeon, injury of the patient due to wrong handling of device due to unclear information. => possible: in this case it can be said that the user did not follow the surgical technique. The surgical technique describes that different stem sizes are available and also the preoperative planning needs to be done carefully to avoid any malpositioning of the device. Conclusion summary: the surgical technique describes that the fitmore stem system comprises (B)(4) sizes, consisting of (B)(4) stem families (B)(4), in order to cover different morphologies. In the surgery the surgeon used a stem from the family b (ext. Offset). For this family there are (B)(4) different stem sizes available ((B)(4)) and not only a large and a small implant as described in the event description. Furthermore, the preoperative planning is also described in that surgical technique. The primary objectives of preoperative planning are: determine preoperative leg length, determine acetabular component size and position, choose the family of the fitmore stem that will best restore offset and match the medial contour and determine the size, the position and fit of the stem. The preoperative planning determines the correct position and size of the acetabular and femoral component. The correct positioning of the acetabular and femoral components is mandatory in order to ensure optimal component fixation and restore hip biomechanics. The surgeon or operation staff are responsible for the preoperative planning. In this case the preoperative planning was not done according to the surgical technique. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The preoperative planning was not done according to the surgical technique. In addition, there are several different stem sizes available and not only a large and a small implant as described in the event description. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).